Event description:
One patient plasma sample with discrepant creatinine results. Initial results gave 6.03 mg/dl. Second sample obtained next day gave 0.6 mg/dl. Initial sample repeated gave 1.75 mg/dl. Initial sample repeated an additional 10 times recovering either 1.75 or 1.74 mg/dl. A serum sample from the same patient drawn in 2008 was also tested and gave creatinine result of 0.95 mg/dl. Erroneous result was reported. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed which were within specifications.